Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6), 2025, the user reported experiencing recurring low blood glucose, with the lowest reading of 30 mg/dl. The low readings were corrected with glucose tablets. Reported symptoms included sweating and tiredness.